Event description:
Caller reported that their pump screen was dark and wouldn't turn on. There was no adverse impact to the customer's blood glucose level. Technical support provided several troubleshooting steps, including attempts to power the pump on and checking led indicators, but these were unsuccessful. As a resolution, the pump was replaced by technical support. The customer was instructed to return the malfunctioning pump to tandem, with a replacement pump sent to them, which had updated software. Customer reverted to an alternative method of insulin therapy.